Event description:
This rv lead was implanted on (B)(6) 2007 and was capped on (B)(6) 2017. A call was placed to technical services on 5/19/2017 stated that ra lead would only pace in unipolar when placed in new pulse generator hence, doctor decided to cap lead. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).